Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due x-rays of the hip showing significant shadowing around the cemented cup in situ. It was also noted that there was reabsorption of bone under the collar of a well fixed spectron cemented stem.